Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) as stated by the account appears to be related to the patient morphology/pathology (friable leaflets). The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional clip was implanted for to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. After deployment of the clip, it was noted the clip had moved and was not perpendicular to the valve and the clip moved on the leaflet. The physician suggested the chordae may have been caught with the clip as a chordal rupture was noted. A second cds was advanced although imaging was difficult due to the rotation of the first clip. The second clip was implanted to stabilize the first clip; however after deployment, the second clip detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip. The procedure was completed at this time with the mr reduced to 3-4. Per the physician, the slda was due to the friable leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.